Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient states having a lot of pain in the area where the implant is in the bottom. Patient is not sure if the pain is related to the implant. Patient states the pain started like last week. Patient was on program 2 and was able to get up to 0.7 or 0.8 on that program but since last thursday when they go to go higher, they is getting a message that the system is operating at maximum settings and therapy cannot be increased. During the call, patient was at 0.4 and was seeing max settings message. Patient states in august being able to go higher on this program but started getting this message last thursday. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.